Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. Customer's blood glucose (bg) level ranged between 50 mg/dl to 260 mg/dl; cause of the low bg level was due to adjusting the pump temp rate settings. Customer drank juice to address the bg level. Reportedly, the customer will continue to use the pump and has insulin pens for continued insulin therapy.